Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported issue. To further investigate the reported issue, a functional test was performed. The dso, downstream occlusion sensor, reading was stuck at 2500mv. The dso will be replaced as it was found to be inoperable.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was giving a "re-attache cassette" message. It is unknown if there was also any patient, or clinician injury associated with this occurrence. No further details provided at this time.